Manufacturer narrative:
Visual analysis of the returned device found that the inner sheath and basket/wire assembly were detached and removed from the coil/ handle assembly. The handle was not broken. The basket was deformed and the tip was intact. The pull wire was found bent. The side car-rx (guidewire lumen) was torn and presented push back out of specification. Additionally, the sheath was found buckled in multiple locations. During the evaluation the device was disassembled, and the pull wire was found to have failed and broken at distal end of the handle cannula. The evaluation concluded that during the procedure, excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failure sheath buckled, side car-rx pushback and torn, and basket deformed. Therefore, the most probable root cause of this complaint is ¿operational context¿ since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a trapezoid¿rx basket was used in the common duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket in an attempt to crush a 2 cm stone. However, the handle broke leaving the stone trapped inside the basket. A sohendra lithotripsy system was then used in an attempt to release stone but failed. The stone was finally crushed and the basket removed with the use of spyglass with electrohydraulic lithotripsy (ehl). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿rx basket was used in the common duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket in an attempt to crush a 2cm stone. However, the handle broke leaving the stone trapped inside the basket. A sohendra lithotripsy system was then used in an attempt to release stone but failed. The stone was finally crushed and the basket removed with the use of spyglass with electrohydraulic lithotripsy (ehl). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.